Manufacturer narrative:
This event cannot be confirmed or not confirmed for uncomfortable tingling. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17423. It was reported that the patient experienced uncomfortable tingling and zapping sensation on right side of her leg. No anomaly was found on x-rays and CT scan. As such, surgical intervention was undertaken on (B)(6) 2021 wherein the l5 lead was explanted and replaced. However, the patient continued to experience shocking and jolting at buttocks. As such, additional surgical intervention was undertaken on (B)(6) 2021 wherein the s1 lead was explanted and replaced addressing the issue. Reportedly, the reported sensations have resolved.